Manufacturer narrative:
Visual examination of the returned final tightener found all four tabs had broken off from the distal end of the instrument. Hardness testing found the instrument met specification requirements. Scanning electron analysis revealed no material defects or other abnormalities. The analysis revealed that one of the instruments tabs had broken off prior to this event. The tab breakage appears to have been the result of cumulative damage over time and uneven load distribution with only three tabs present during this event. At this time, the instrument is considered to be closed.

Event description:
Contact reports that three and possibly four tabs on the distal end of the tightener sheared off during final tightening. Three tabs were retrieved. The patient was x-rayed for the 4th tab but results were negative. Contact reports that the fourth tab may have sheared-off prior to this surgery.